Event description:
It was reported that the lock was enabled on the ventilator settings. In the morning, the nursing staff at the nursing home noticed that the ventilator had lost all settings and was in CPAP mode. Normal ventilation for the patient is volume/assist control mode. The patient was able to breathe spontaneously in the CPAP mode. The patient's pulse oximeter had alarmed for decreased saturations which alerted the caregivers. No patient harm reported. This is the second ventilator in the last two months on the same patient that has shown these symptoms.